Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump had a loose drive support cap. The patient's blood glucose was normal and did not require medical treatment. No further details were provided. The insulin pump was not returned or replaced since the device is out of warranty.